Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation of the complained instrument confirmed that the tip indeed distal broken off. Unfortunately the broken part was not return for investigation. Manual function test of the two screw nuts shows functional for intended use and could be tightened as per instructions. Therefore the nuts related part of the complaint could not be reproduced. Investigation on documentation for material and manufacturing shows that the instrument produced in october 2007 confirmed specification. No failure in material or manufacturing could be detected. Afterwards and without any further details it is unfortunately not possible to determine the exact cause of the broken tip. A mechanical force exposed to parameters outside approved range lead into a material fatigue with caused the reported event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an anterior fusion procedure two nuts from within the insertion device were not correctly tightened resulting in the tip of the insertion device breaking off. The surgeon left the broken piece in the patient as he did not believe the remaining tip would cause any damage if left in and removing it would cause damage. The implant was reported to be positioned where intended and the surgery was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.